Manufacturer narrative:
The reagent lot number was 83900101 with an expiration date of 31-aug-2026. The field service engineer performed a hardware check test and found the ultrasonic mixer (usm) needed to be adjusted. He adjusted the usm height and verified the frequencies. He ran a precision check. As the qc recovery was within acceptable ranges, there was no indication of a performance issue with the reagent. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable magnesium gen.2 result for one patient sample from the cobas 8000 c702 module. The initial result was 4.84 mg/dl. The doctor questioned the results and asked for repeat testing. The repeat result on another cobas c702 analyzer was 1.7 mg/dl. The repeat result on the original cobas c702 analyzer was 1.8 mg/dl. The result of 1.8 mg/dl was believed to be correct.